Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, there was placement difficulty. When the physician removed the lead, the helix was bent and would not fully extend or retract. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.